Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported packaging labeling identification. A sealed box with twelve unopened samples of product code (B)(4), lot klj102 was returned for analysis. During the visual inspection of the box it was observed that the printed graph of the needle with the description of a taper cut needle with a curve of 1/2c and sale type v-5 was compared in our system and all information was correct. The box was opened and the labeled information in the paper lid of twelve unopened samples is the same of the box. The samples were opened, and the needles were related to taper cut needle with sales type v-5 and 1/2c. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the printing information on the box was correct; the reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the printing error found on the box. Was the label damaged, incorrect or missing, preventing proper identification of the product? Was label damaged, but still legible, where the product was identifiable? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that there was a printing error found on the suture box. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: 1. Please clarify the printing error found on the box. Needle printing was wrong, product was not opened hence we do not know if the needle inside corresponds with the printed information 2. Was the label damaged, incorrect or missing, preventing proper identification of the product? Label was incorrect 3. Was label damaged, but still legible, where the product was identifiable? No, product was not damaged.